Event description:
It was reported that during implant, when the physician was tightening the set screw to secure the lead into the device, the normal "clicking" sounds was not evident. Also the screwdriver seems to continue to turn without tightening. The screwdriver was observed and it was found that the setscrew was detached from the device and stuck on the screwdriver tip. The device was not used, and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw had a rounded socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.